Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press, requiring multiple attempts to turn on the pump screen. There was no reported impact to the customer's blood glucose level. Caller received instructions to use the tip of their finger to press the center of the button on the "t," providing support along the bottom of the pump, opposite the button. Despite these instructions, button remained difficult to press, necessitating replacement of the pump. Customer's backup therapy information was not shared, but the pump was within warranty, and the customer was notified about the replacement. Cts provided necessary instructions for transporting the pump and ensured arrangements were in place for the return of the problematic device using a pre-paid label and return box.